Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller used a tandem charging cable and wall adaptor and resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, which allowed the pump to begin charging without requiring further assistance.